Event description:
The MFR received info alleging a ventilator's battery was not charging. There was no harm or injury reported. The device has yet to be returned to the MFR for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the MFR's investigation is complete.